Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the blade device overheated on the sagittal saw attachment device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not oscillating (frozen); therefore, the reported condition that the device caused the blade device to get hot (overheated) was not confirmed; and an assignable root cause was not determined. However, during evaluation, it was determined that the device needed to be updated with the new pin (securing pin). Furthermore, during service/repair, it was determined that there was excessive corrosion on the needle bearings, the pin from the positioning ring had broken off and the bearings and seals were worn out. It was determined that these issues were consistent with improper cleaning and normal wear over time. It was determined that the issues related to the pin/product upgrade and the device falling apart were due to design issue, which has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.